Event description:
A malfunction alarm was reported on the pump, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Customer service indicated that a replacement pump was provided, and the customer successfully transferred settings to the new pump.